Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown mentor saline breast implants that the right side deflated after implantation. The issue was confirmed during surgery. As a result, patient underwent bilateral removal and replacement with mentor saline implants on (B)(6) 2018. The patient experienced no accompanying symptoms and has since fully recovered.

Manufacturer narrative:
Device evaluation summary: the device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Discovered. The complaint was not confirmed since no anomalies were found on the reported device. At this point, it is not possible to determine the root cause of the material observed within the device. Mentor performs 100% inspection and testing of all devices prior to release. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 04/12/2018, additional information indicated the replacement device as follow: left catalog number 3502425, serial number (B)(4), lot number 7508852 right catalog number 3502425, serial number (B)(4), lot number 7528078. Manufacturer¿s reference number: (B)(4).